Event description:
During the case we tried inserting a boston scientific whisper wire through a mdt lead but it was getting stuck. Dr. (B)(6) suspects that some blood dried on the wire and some got stuck inside the lumen of the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).